Manufacturer narrative:
(B)(4). After battery installation, the insulin pump powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had cracked battery tube threads, cracked case, the insulin pump p cap test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked and water entered the pump making the pump broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.